Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wheellocks were not adjusted correctly , which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Per tbm, the dealer stated the wheel locks are not holding the adjustments.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per tbm, the dealer stated the wheel locks are not holding the adjustments.